Event description:
The leads migrated. The implantable neurostimulator system was revised. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).